Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge in the sync mode. They were eventually able to deliver a sync shock. There is no report of patient impact.